Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirms the complaint cracking, but also chips were found as well. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that femoral impactor was noted as cracked near where the handle attaches to impactor. No pieces broke off in patient, all pieces recovered, surgery time was not extended as a result of any depuy instruments. Please send replacement to piedmont fayette.